Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient still had concerns regarding their device or therapy but was working with the hcp. The patient had an appointment scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the patient had his implant replaced recently and he was told that his catheter was kinked and so it was removed and replaced. It was unknown how long the catheter was kinked. It was also reported his pump was at ¿20%¿ and they were going to fill it again, but not immediately. The patient was meeting with the healthcare provider (hcp) tomorrow to have ¿clamps¿ removed. It was further clarified the catheter that was kinked was removed and replaced on (B)(6) 2014 during pump replacement. It was reported the kink did not appear to affect the patient¿s therapy at all. The pump was being used to deliver fentanyl, hydromorphone, and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.